Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.0mm icm120v4 implantable collamer lens of a -16 diopter was implanted into the patients right eye (od) on (B)(6) 2012. Refractive change overtime was observed.